Event description:
On 10/07/2024 it was reported by a sales representative via (B)(4) that a 5030-000 galileo lag screw and a 5031-000 galileo locking tool disengaged when compression was applied resulting in the instruments not locking. This was discovered during the case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Complaint allegation is not confirmed. One unpackaged 5031-000 galileo lag screw locking tool batch number: 220671-015 was received for investigation. Visual evaluation of the returned device noted normal wear and tear to the device. Functional testing was performed with a known good 5030-000 galileo lag screw inserter batch number: 212668 and it was noted that the returned 5031-000 galileo lag screw locking tool was able to mate and lock as intended. No problem found.